Event description:
Hcp reported the pt presented showing underinfusion-symptoms. The physician disconnected the catheter from the pump and injected contrast medium into the catheter. The catheter was pt. The catheter was explanted and replaced in 2004. The physician then took a new connector and attached it to the pump. The hcp believes the connector did not fit to the pump. There was no pt injury reported with this event. After replacement of the connector, the pt shows a good therapy outcome (without changing of medication and flow-rate.)"